Event description:
It was reported that when inspecting the device before use, there was no stent on the device. There were confirmed crimp marks on the balloon. The product not used on the pt. No add'l info was available.